Manufacturer narrative:
This is FDA reportable due to sentinel event reported on medwatch's 1320894-2008-00081 and 1320894-2008-00089. The device is being returned to conmed however has not been received to date. A supplemental report will be filed after the quality engineering investigation has been completed.

Event description:
It was reported, "v-care handle came out (detached) without cup and balloon, cup and balloon remained inside the pt. They found the cups and balloon (in one piece) inside pt and removed them. All of the pieces have been removed (no small parts lost in pt."